Event description:
Reporter alleged obtaining a discrepant blood glucose result of 216 mg/dl back to back with a result of 106 mg/dl on the voicemate advantage system when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated she no longer has the strips and so no product will be returned for eval.